Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a missing locking wire involving a triathlon cs insert was reported. The event was confirmed in that the locking wire was no longer present in the insert. -device evaluation and results: return of the subject device confirms that the locking wire is missing from the insert. There is no visible damage to the locking wire holding groove. Other than minor handling damage, the insert is un remarkable. It is noted that the insert had been taken out of its packaging during surgery. Microscopic analysis concluded that no clear evidence of mechanical damage was observed in the area where the locking wire should have been positioned. Removal of a locking wire from a finished goods insert showed no evidence of mechanical damage from the wire removal. This supports that wire may have been removed after initial placement; however, it cannot be confirmed if the wire was ever initially in place. -medical records received and evaluation: no performed as no medical records were received. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: although the insert was returned from the customer without its locking wire and with no obvious damage to the locking wire holding groove, it cannot be determined at what stage the wire may have come out of the insert. The device history records (DHR), including the inspection sheets would indicate that the locking wire was present and correctly placed when the device was packaged. Microscopic analysis was inconclusive in that when comparing the returned insert to a similar finished good part with the locking wire removed, no difference in the locking wire holding grooves could be detected and it therefore could not be determined if the wire might have been removed after initial placement; or if the wire was ever initially in place. Based on the investigation, an exact root cause of the event could therefore not be determined. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
(B)(4) reported the following event for the customer, (B)(6): "impossible to place the insert because the metallic mark was missing." Another insert was used to completed the procedure.

Event description:
The distributor protheos, reported the following event for the customer, the (B)(6) : "impossible to place the insert because the metallic mark was missing." Another insert was used to completed the procedure.